Event description:
It was reported that a patient underwent an unknown spinal procedure using rods and osteotomies. Approximately six weeks post-operatively the rod broke twice. A revision surgery was performed to remove the broken rod. During the revision, the surgeon added a rod to the bottom of the construct and implanted 2 cages above the osteotome using an anterior approach. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that the rod is broken in two at the biggest radius of the rod bending. The fracture is orthogonal to the rod direction. The fracture appearance is typical of fatigue damaging of the material with visible lines of rest across the section. The fracture appearance presents worn surface due to repetitive contacts between the two broken sections of the rod no pre-existing defects have been identified on the implants that could be responsible of the event. The rod broke at the biggest radius of the rod bending at the level of the l4 osteotomy due to overload applied on the spinal construct.